Manufacturer narrative:
Device was received and evaluated. Evaluation determined that the device transducer receptacle was damaged with dents on the front frame . The identified parts were replaced, device was repaired. Once completed, the device was tested, and passed all required testing and specifications. The reported failure was confirmed . The root cause of the failure was attributed to electronic component failure. Probable cause likely due to users maintenance, and handling issue. This MDR is being submitted retrospectively as part of a remediation effort related to the recent system, and process changes. A CAPA has been opened to manage the actions related to remediation of this issue, and any required reporting.

Event description:
It was reported that the device does not have any output. A damaged port was suspected. There were no further details provided regarding the reported event. No patient involvement reported. No user injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR), unique device identifier (UDI) number and investigation conclusion. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Damage to the receptacle is often incurred as a result of user error, often the user does not realize all connections are push/pull and instead the plug is twisted upon connection or removal. This action results in damage to the pins internal to the socket and may crack or damage the housing. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: connect the transducer to the generator by pressing the plug straight in. Caution do not twist or turn the plug. Connect the transducer to the generator by aligning the key way of the transducer connector with the key way slot on the transducer receptacle on the front panel. Push straight in. Caution do not twist or turn the plug. Olympus will continue to monitor complaints for this device.